Manufacturer narrative:
Additional information: device manufacturer date provided. Correction: unique device identification (UDI) updated to proper value.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the rotor drive tractor was malfunctioning. It would slip which would cause the rotor to stop while taking a 3d scan. The medtronic representative replaced the rotor tractor which resolved the issue. The replaced part has not been received by the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that during 3d spins the unit would suddenly stop. It was observed that the homing position of the rotor was set up in correctly; +/- 20 degrees of the 0 position. After invalidate home the unit worked for several spins and it then the issue occurred again. After this, the rotor wasn't moving. No patient was present during the time of the reported incident.

Manufacturer narrative:
The drive rotor tractor was returned to the manufacturer for analysis. Analysis found that the brake on the motor assembly was failing. The belt was moving due to the brake motor not holding.. Analysis found that the reported event was related to a mechanical issue.